Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the investigation of this unit the issue reported was not confirmed technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event.

Event description:
As reported by the user facility: pump was reported due to suspected over infusion, however, while tested suspected issue was not replicated.